Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead became extrinsically fractured due to pu lling/stretching/overstress. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The connector was extrinsically damaged. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted the connector pins for the svc and main connector were pulled off. The proximal conductor is fractured in the trifurbication leg at 1.5 cm. The distal conductor, proximal conductor, rv coil conductor, and svc coil conductor are fractured at 32.5 cm, clavicle rib crush. The outer and inner insulation is breached at 32 cm, clavicle rib crush. It appears that the lead was soaked in a chemical causing corrosion on the conductors and connectors. Concomitant medical products: 7303 crtd, implanted: (B)(6) 2004. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular lead was returned to the manufacturer with no allegations after being explanted due to a routine system extraction after patient death, and subsequently tested out of specification. No patient complications have been reported as a result of this event.